Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. Investigation summary: the analysis results found that an ecr60w cartridge was returned inside the package. The packaged was returned partially open from the "peel here" area, and the seal area was noted complete. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event could not be confirmed as the seal area was complete.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic nephrectomy surgery, before being used on the patient or opening the packaging, the package (pouch seal) was not well sealed. The damage compromised the sterility of the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.